Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic tore. The lens was cut out of the eye to remove. There was no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use.